Event description:
It was initially reported that the pt expired. The cause of death was unknown, but reported to be unrelated to the device. It was later reported that the cause of death or whether the death was attributed to device was unknown. The pt's death was suspected to be from natural causes. No symptoms were reported. The pump contained lioresal; dose and concentration not reported.